Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated, and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device stopped by itself and made unexpected noise. The assignable root cause was determined to be due to wear from normal use, and servicing. UDI: (B)(4). Concomitant device: k wire device and chuck with key device, therapy date: (B)(6) 2020.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device stopped by itself, and made unexpected noise. It was noted in the service order that the device speed of the rotations per minute (rpm) was slow and emitted an abnormal noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.